Event description:
Customer reports that during an ercp the fluoro failed. The physician was able to complete the procedure without fluoro, but a c-arm was available if he wanted to use it. No reported injury. No further details are available.

Manufacturer narrative:
Field service engineer (fse) found that the generator would power on, but the display was blank. Fse replaced the generator console and configured the settings, then was able to verify proper operation according to service checklist. Unit passed checkout procedures and was returned to full service.